Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bumps, skin coming off, symptoms moving all the way down to the chin and into the lips, infection, swelling, dermatitis and impetigo and product coming out are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications ¿ juvéderm ultra¿ xc must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.). Precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus xc in the cheeks. On the next day the patient was injected with juvéderm ultra xc in the marionette lines and vertical lip lines as well as juvéderm ultra plus xc in the nasolabial folds. Patient was given aryclovir prophylactically for (B)(6) which there were no lesions at time of injection. About 6 months later, the patient developed a large bump on the cheek. Patient touched the bump and product came out from the cheek and their skin came off at the cheek. The patient's marionette lines started to do that same. The symptoms went all the way down to the chin and into the lips. Patient went to see their primary care doctor as the injected areas were getting infected. Patient was prescribed with antibiotics, metrogel and fucidin cream 2%. Symptoms resolved. Patient returned to the injecting clinic about 3 months after onset of symptoms where they saw a doctor who thought the symptoms could be shingles. The symptoms then started to come back and the patient had been prescribed zyderma which did not work. The left check became quite bad and the bumps are swollen and terrible. It was clarified that it was not pimples but was the filler. Healthcare professional added that the patient history included dermatitis with patient interference (patient admitted to picking at the area) with mild impetigo of unknown etiology. It was later updated that the patient symptoms were improving after using zyderma, but the patient continues to pick the area despite being advised the importance of leaving the area alone and not to further aggravate it. This is the same event and the same patient reported under MDR ID #3005113652-2018-00872 ((B)(4)) and MDR ID #3005113652-2018-00931 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra xc, also a device manufactured by allergan.